Manufacturer narrative:
Adding UDI# - UDI# (B)(4). This is a follow up report to add this. Investigation summary: no device was returned. DHR reviewed. DHR was reviewed and everything meet specification. No deviation found. Insert did not receive.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a 30k fsi-sli-fg-10s ins,pkd is alleged that no water flow out of the insert and it gets really hot. No injury occurred.